Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the procedure when deploying clip, the lock line was removed. One line was pulled about 15 cm when the line became caught. The line was unable to be removed. The physician was able to release the clip grasp and pull the clip to the right atrium, and remove the clip delivery system (cds) from the anatomy without difficulty. There were no adverse patient effects. A second cds was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.